Manufacturer narrative:
The device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported by the surgeon that the primary operative notes indicated components had nice stability in flexion and were in fact a little tight. Returned x-rays in mid-flexion appear to demonstrate the reported laxity. The surgeon indicated that 6mm of laxity was observed during mid-flexion of 35-40 degrees. The x-rays were not dated so the time progression since the primary surgery is unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the surgeon is concerned about laxity in mid-flexion for this patient.

Manufacturer narrative:
Operative notes indicate excellent stability in extension and 90 degrees of flexion, but now the surgeon states there is some 6mm of laxity in mid flexion. A product history search revealed no additional complaints against the related part and lot combination. At worst case, the persona femoral design allows less than 2mm of addition joint space compared to the nexgen cr-flex femoral during flexion. A user who is familiar with the nexgen system may notice that the persona cr system provides additional joint space during flexion compared to nexgen. The persona cr femoral component has a different j-curve design compared to the nexgen cr component in order to be used with an ultra congruent articular surface. It was determined that this design change has minimal effect on knee stability and that the persona system has similar constraint to the nexgen system. A definitive root cause for the instability cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.